Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was not previously serviced for the reported condition. The sample receipt date was inadvertently omitted from the initial medwatch and has been provided with the sample receipt date.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with a reported condition of "pump malfunctioning." The event was reported to have occurred during infusion which may have caused an interruption during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.